Manufacturer narrative:
This report is filed (B)(4) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6) 2015, the patient underwent a scar revision procedure. The implanted device remains.